Event description:
Prior to implant during a safety test, the helix of the right ventricular (rv) lead was unable to completely extend or retract. The rv lead was not implanted, and a different rv lead was successfully implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted with no sign of blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.